Event description:
The customer reported that the system will not boot with the c-arm displayed a check sum error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer stated that their contract repair company was able to repair her system, and they were no longer in need of service.